Manufacturer narrative:
The device was returned and evaluated, and the allegation of no image was confirmed. The event was determined to have been caused by a faulty/damaged camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported to olympus that the 4k camera head had no image. The issue was observed during a therapeutic (laparoscopic surgery) procedure. The procedure was completed using a similar device. No delays, extended sedation, or patient harm was associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a damaged cable contributed to the imaging issue. However, a specific cause of the damaged cable was not established at this time. Olympus will continue to monitor field performance for this device.